Event description:
It was reported that there were telemetry issues and an overdischarge of the implantable neurostimulator (ins) was suspected. It was stated that the patient was unable to turn on the device, so the patient stopped using it. It was stated that a physician-mode-recharge (pmr) and "several antenna locate tests", but there was still no telemetry. Additional information received reported an impedance check was not performed because the battery was in overdischarge. No malfunctions were seen. It was stated that the patient was being scheduled for removal of "other previously implanted systems that are currently not being used". It was also noted that the patient was "coming back for surgery in august". It was not clear why the patient was going into surgery in august or what "other implanted systems" meant. Additional information has been requested, but was not available at the time of this report.

Event description:
Additional information received reported that all old components were removed. Two new components were placed in the cervical spine and one was placed in the thoracic spine. All leads were connected to one stimulator. No malfunctions were visible during the procedure. The patient was receiving effective therapy and further programming was scheduled for (B)(6)-2013.

Manufacturer narrative:
Product ID 3986 lot# serial# (B)(4), implanted: 2000 (B)(6), product type lead product ID 7496-51 lot# serial# (B)(4), implanted: 1996 (B)(6), product type extension product ID 7425 lot# serial# (B)(4), implanted: 2010 (B)(6), product type implantable neurostimulator product ID 7434a lot# serial# (B)(4), product type programmer, patient product ID 37092 lot# 288600001, implanted: 2011 (B)(6), product type accessory product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3986a lot# n284758, implanted: 2011 (B)(6), product type lead product ID 3986a lot# n284758, implanted: 2011 (B)(6), product type lead (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further follow up information received reported that the patient met with the manufacturer's representative on (B)(6) 2013. It was reported that the programming was working great and experienced adequate relief similar to what they had previously. The manufacturer's representative turned on these programmers for the patient as they had not used the stimulation due to post-surgical pain. If additional information is received, a follow up report will be sent.